Manufacturer narrative:
The unit was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threading, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer fell on the insulin pump and cracked the screen. The customer's blood glucose level during the incident was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.